Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 (mg/dl) after changing out their supplies. Customer administered a correction bolus and manual pen injection to treat elevated bg level. Reportedly, cartridge uses humalog and is changed every 3-4 days. System check with tandem technical support indicated that the pump was performing as intended. Customer was reminded that humalog is indicated for up to 48 hours of use. Recommendation was made to change infusion site and consult health care provider to discuss other factors that may impact bg levels.